Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer reported that her infusion sets keep kinking and breaking and it was through normal use. The customer reported that she was waking up super high and taking her hours to get it back down. Blood glucose was over 400mg/dl. The customer reported the tubing breaks right at the junction, where the tubing and qr are connected and this happened this morning. The customer was in hurry and did not have time to fully troubleshoot. The insulin pump will not be returned for analysis.